Event description:
Patient had a medtronic model #7960 pacer and ventricular lead model #4024 which has shown progressive decrease in lead impedance, suggestive of an insulation issue. Last pacemaker evaluation on (B)(6) 2006 showed a significant increase in battery impedance as well as significant battery wear. On (B)(6) 2006 he underwent a temporary pacer due to his extreme pacer dependancy followed by insertion of medtronic kappa dr model #kdr901, serial #(B)(4). No adverse outcomes occurred.